Event description:
A malfunction with the software of a t:slim x2 pump was reported by a distributor in slovakia. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. After the report, technical support provided pump reset information and assisted the caller in resetting the pump, ensuring the issue did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which they understood.